Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to separate from the catheter to deploy. Reportedly, the scope was manipulated, the catheter was straightened and the handle was re-energised; however, the clip slipped off the tissue. It was noted that the scope was re-advanced to form l-shape, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.